Event description:
Customer reported that he received no delivery alarms. Customer stated that he has had 7 no delivery alarms on the same day. Customer has tried changing the infusion set, reservoir and insulin multiple times. Blood glucose value is 305 mg/dl; treated with the insulin pump. Customer declined to further troubleshoot and requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.